Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they started with a trial on (B)(6) 2016. They went home and could not sit or lay down because they could not make themselves comfortable. They were not sure if the dressing was too tight but it was reported to be terrible. It was reported that they could not lay on their side. The patient reported that they felt like it was pulling the leads out. They slept face down even thought they were told that they would be able to do everything they normally do except not taking showers and not lifting heavy stuff. The patient went to the healthcare provider on the day of report. It was reported that the patient could hardly move and that they were constricted with whatever it was. The leads were repositioned where they put them a little lower. It was reported that the dressing was changed and made a little looser. It was now better, a huge difference from how they felt the day prior to the report. The manufacturer representative (rep) told the patient to start over and try 4 settings, 4 hours at a time and they might have to try a combination of settings. The patient reported since the trial, they got no therapeutic effect. They feel stimulation but it does not take care of their pain. It was reported that it was just adding that on top of the pain. When the patient sits down, they still feel pain. All day prior to the report, they were changing settings and today, they started all over. They changed two settings so far where they were increasing stimulation to where they could hardly stand it. It didn't help with the pain. It was considered to be a sudden change in therapy/symptoms. It was later reported that the patient experienced a burning sensation and the tingling sensation during the entire trial. It was felt in their feet, legs, thighs, and butt. The leads were pulled down a little bit because they were feeling stimulation in their rib cage, which was not where they wanted or needed stimulation. The pain that they had felt when sitting or laying down was due to the bandages being too tight. The bandages were pulling on the leads. After the bandages were adjusted/loosened and the pain when sitting or laying down had resolved. It was reported that the patient would not be going through with the permanent implant due to the burning or tingling pain they felt during the trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.